Event description:
It was reported that a cartridge alarm occurred during the basal delivery with multiple cartridges. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not available for evaluation.